Manufacturer narrative:
(B)(4). Lot date lot number : 170629, quantity affected : 1, manufacturing date: 06/29/2017; not provided, 1, unknown. Method: the bc190 flexitrunk infant nasal tubings were not returned to fisher & paykel healthcare as they were destroyed at the hospital's facility. Our analysis is according based on the photograph provided by the hospital, and our knowledge of the product. Results: the photograph showed the breathable film of the tube was torn between the 3rd and the 5th spiral at the circuit connector. Conclusion: the observed physical damage appears to have been caused by pulling the complaint bc190 flexitrunk infant nasal tubing with excessive force. All bc190 flexitrunk infant nasal tubings are pressure tested for any leaks and occlusion present in the interface, and those that fail are rejected. In addition, the interfaces are visually inspected prior to distribution. This suggests that the damage occurred after the subject nasal tubings were released for distribution. Our user instructions that accompany the bc190 flexitrunk infant nasal tubing state: "use caution when positioning or disconnecting the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement". A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A hospital in (B)(6) reported that the two bc190 flexitrunk infant nasal tubings failed due to a large tear in one its limbs. The tubings were in use for 24 hours or less. No patient consequence was reported.